Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed "pacer fault 117", "pacer fault 124" and "pacer disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed during review of the device logs. However, the reported problem could not be duplicated. The pace/defib engine was replaced as a precaution. The device passed the final test procedure, was recertified and returned to customer. Analysis of reports of this type has not identified an increase in trend.